Event description:
The customer reported a delay in procedure for two patient samples for turbo intact parathyroid hormone (ipth) assay on an immulite one instrument. Samples for patient 1 were run while qc was out of range and repeated once qc was in range. While running samples for patient 2, the customer ran out of reagent lot 225 and a new reagent wedge 227 was placed on the system. It was discovered that the reagent wedge was empty while the run was in progress. The customer had to get more reagent which caused a delay in procedure. The new reagent was calibrated and quality control (qc) samples were run. The slope adjustments were not as per specifications and qc samples were out low which caused a further delay in procedure. The slope was readjusted and qc was within specifications and the last few samples were re-run. The results were reported and acceptable to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the delay in ipth results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist learned that the patient samples were run while qc was out of range for reagent lot 225. After loading reagent lot 227, the operator did not follow the procedure for adjustors because the adjustors were placed on an ice pack rather than an in an ice bath for thirty minutes. Additionally, the level 2 qc was incorrectly labelled as level 1 and was out of range low for level 2. The operator continued processing patient samples prior to readjusting reagent lot 227 and repeating qc to get it in range. User error contributed to patient samples being run and reported while qc was out of range, as pre-analytical handling procedures were not followed. The cause of the first reagent pack of lot 227 being empty is unknown. The instrument is performing as per the specifications. No further evaluation of this device is required.